Event description:
Based on the information received following submission of the initial report, lot number was updated to unknown.

Manufacturer narrative:
Corrected information provided in b.5. And d.4. Additional information provided in d.9., h.3., h.6. And h.10. Based on the information received following submission of the initial report, lot number was updated to unknown. One opened probe was received with a tip protector, in a pouch, for the report. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent at the stiffener, white foreign material along the needle and on the stiffener, and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Black, wet foreign material was observed along the cutter, in the port, and inside of the cutter. White foreign material was also observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure, and also indicated that the probe had an actuation failure. The most likely cause for the cut and actuation failures is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe occurred and it was poor during vitrectomy surgery, aspiration condition was unknown. The surgery was completed by replacing the product with another one. There was no harm to patient.